Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during npwt a leak was detected in the system and the dressing wasn't compressed. The leak was resolved by replacing both the canister and dressing. There was no patient harm.